Event description:
It was reported that the drill would run in safe mode. This was noticed when the device was being serviced by the manufacturer. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and event as reported was confirmed. The needle valve was damaged and the valve was stuck in open (run) position. The needle valve which regulates the inlet gas that actuates the motor was found to have malfunctioned preventing the o-ring on the needle valve from compressing into the valve bore. This failure can result in continuous gas flow entering and actuating the motor causing run on. The drill was repaired and returned to the customer.